Event description:
Information received by medtronic indicated that the insulin pump had crack on the back of it. No harm requiring medical intervention was reported. The customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). Customer returned pump for an alleged cosmetic damage on the pump along battery side on (B)(6) 2021. The test p-cap locks properly in place in the reservoir compartment noted. The pump passed the displacement test and self test. The following were noted during visual inspection: cracked retainer, cracked case (battery tube) and cracked battery tube threads. In summary, the pump was received with a cracked case (battery tube) and cracked battery tube threads. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.